Event description:
It was reported, maxzero, cracked, during use. The following was provided by the initial reporter: the head nurse at the breast center of shantou central hospital reported that over the past two months, there have been multiple instances of connectors failing to spring back into place, resulting in the need for replacement, which increases costs, workload, and the risk of infection. Additional information: the affected product and any related connected products were returned (with the original packaging, if possible) for investigation. None. Please confirm the quantity of affected products. Please confirm whether this quantity refers only to the number of defective products, rather than the total order quantity. Number of defective units. Please confirm how the defect was discovered. How long has the maxzeros been in use in total, and how long had it been in use when the piston collapse occurred? Discovered during use; discovered after 2¿3 days. Please confirm the brand and model of the related connected products. Unknown. Please confirm whether there was any visible damage to the set¿such as cracks, burrs, or deformation on the piston. Cracks. Please confirm what substance was being infused at the time of the incident. Forgotten was the patient harmed? The fluid could not be infused through the connector. Was there an insufficient infusion? No. Please confirm whether the sample was disinfected¿if so, please specify the exact time and the disinfectant used? Disinfected with alcohol swabs.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.